Event description:
It was reported that pump was dropped a short distance, after which screen separated and would no longer turn on, even though pump continued beeping, which affected customer¿s ability to use pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer agreed to use multiple daily injections as backup insulin therapy while tandem technical support arranged a replacement pump.